Event description:
It was reported that a spectrum infusion pump was alarming system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but could not be reproduced. The system error 322 was caused by a failed upper auxiliary. The failed upper auxiliary was replaced. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms. The software was upgraded per the approved remedial action activities and to address potential non-mechanical issues.